Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2019. The cause of death was not provided but was not device related. The customer reported that no additional information could be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient's outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2019. The cause of death was unknown; however, the patient outcome was reportedly not considered to be device-related, and no autopsy was performed. No further information was able to be provided. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The heartmate ii lvas IFU lists adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.